Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) for a clinical study reported discomfort at the incision/generator site after long periods of sitting or doing yard work. Interventions included a reprogramming of the entire system on (B)(6) 2017. Medication was administered on (B)(6) 2017. Lidocaine ointment was provided for discomfort and told to follow up if unresolved. The event was possibly related to the device or therapy and possibly related to the implant procedure. Symptoms included tenderness at the generator site since implant and they wear girdle underwear to support the site while active. Event was reported to be ongoing. Relevant medical history includes gastrointestinal/pelvic floor. No further complications were reported/anticipated. Additional information received reported that the device was reprogrammed to see if that would help with the discomfort. It was noted that this was a procedure issue, the exact cause was not determined, and the event was ongoing. No further complications were reported/anticipated. Additional information was received from a healthcare professional (hcp). It was reported that the event was due to programming; some leads showed greater than 4000 ohms, so they were reprogrammed on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the outcome of the event was resolved without sequelae as of (B)(6) 2018. No further complications were reported/anticipated.